Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. The troubleshooting was performed for pump error. The customer reported that they were able to complete rewind. The customer reported that they have experienced multiple alarms after battery change. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed unexpected restart error test and displacement test. No unexpected restart error alarm, reset time and date anomaly after change battery noted during testing.